Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl fixation in tibia, the healicoil knotless 5.5 was deployed, while the anchor was descending into the bone, the threads began stripping and the body of the anchor broke. The surgeon chose to leave the remaining portion of the implant in as it was difficult to remove and since it was still providing partial fixation. The procedure was successfully completed without a significant delay using a back-up device. Patient is fine and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.